Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 213 mg/dl after dinner while using the ilet bionic pancreas; the user had paused insulin delivery for a shower prior to the meal and resumed at dinner, reported normal glucose earlier in the day, and noted a recent stomach medication that could affect glucose but did not specify the drug. Symptoms included elevated blood glucose without reported acute complications. Outcomes included self-management with continued use of the ilet to correct and no medical intervention or hospitalization. Investigation included a review of device use and troubleshooting with education, confirmation that supplies were recently changed, and that there were no visible set issues or device alerts. Investigation of this case revealed no device malfunction, no set failure indicators, and a plausible contributing factor of a new concomitant medication with potential glycemic impact, so the device and its components were assessed as functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.